Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device logs do not show any events on the reported event date. However, data from two days prior was reviewed and multiple warning messages were observed, indicating an invalid patient impedance. These warning messages are not an indication of a device malfunction and without the associated electrode pads, the root cause of the messages cannot be determined. The device's defib cable receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.